Event description:
Reporter noted patient had endophthalmitis one day post-op. Culture was taken but results are not known. Vision has improved to 20/40. The reporter indicated the facility was looking toward tass as the source of endophthalmitis. The culture of some fluid from the tubing of the system read light growth - gram negative bacilli.